Manufacturer narrative:
It was reported that doesn't suck all the contrast out. Syringe at the end comes out and it doesn't go back in. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that lidocaine color is different shade of blue, towel different feels different, 10cc syringe doesn't suck all the contrast out, syringe at the end comes out and it doesn't go back in.